Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon implanted a scorpio ts insert at the end of the revision case and was unsure whether the insert was seated correctly. In the process of checking with a bone jemmy, the insert was discovered not to be correctly seated, and the locking wire became dislodged. There was no extra insert and surgeon was made aware that re inserting the poly was not recommended. Alternatives were discussed including using a ps insert or thinner/ thicker poly. Surgeon re inserted the wire in the insert and carefully checked stability. He was satisfied that the insert was secure and so decided not to take any further action.